Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had evidence of farfield oversensing as well as undersensing of atrial fibrillation/atrial flutter. Boston scientific technical services (ts) recommended obtaining an x-ray to assess lead position. It was confirmed that the ra lead position is suboptimal and the patient will undergo surgical intervention to either reposition or replace the lead. The lead was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments severed 83 mm from the terminal pin with a stylet stuck in the lead and blood/body fluid noted in the lumen. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis determined the lead damage was induced during the implant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of sensing issues.